Event description:
It was reported that this implantable pacemaker was explanted due to exhibiting noise and low out of range pacing impedance measurements. Another device was implanted instead. No further adverse patient effects were reported.